Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient experienced hyperglycemia while using a pod worn on the abdomen for between 37 and 48 hours. The pod was operating in automated mode with fiasp insulin. Blood glucose was reported via the controller as 24.7 mmol/l (444.6 mg/dl) and was not confirmed by finger-prick testing. The patient was unable to recall the last bolus. The patient reported symptoms including vomiting, achy feeling, and sluggishness, with ketones reported as elevated at 4.5 (units not provided). The pod was removed at home and discarded prior to seeking medical care. The patient presented to the emergency department and was hospitalized for approximately 27 hours. The patient was diagnosed with diabetic ketoacidosis and received intravenous therapy and insulin treatment, including 12 units of injected long-acting insulin (tresiba). The patient was discharged on (B)(6) 2026. The pod was not available for return.